Manufacturer narrative:
Additional information can be found in the following fields: d4, d9, g3, g6, h2, h3, h6, and h10: intuitive surgical, inc. (Isi) has received the blue sureform60 reload (part number 48360b-08 / lot number l92210126) associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The reload had been fired prior to it being received. All pushers of the staples were found at the bed surface of the cartridge. The reload knife and shuttle track were concealed at the distal end of the cartridge. No damage was found with the reload. No loose staple was observed jammed in the garage track of the reload. Isi has also received the sureform60 stapler instrument (part number 480460-09 / lot number l92210309 0317) associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization, and the instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was tested for staple fire twice in different wrist articulation. The instrument clamped, fired and unclamped without any issues, both times. A review of the log shows no errors. An additional observation not reported by the site and that is not related to the customer reported complaint was also observed for the sureform 60 stapler. The instrument was found to have a torn wrist cover. The tear was approximately 0.023" x 0.172" in size and no material missing. The root cause of this failure is attributed to mishandling/misuse. Isi also received four additional blue reloads (part number 48360b-08 / lot number l92210126) from the site, and failure analysis was performed on all four. The complaint had reportedly occurred using a blue reload. Additional blue sureform 60 reload #1 was received and investigation was completed. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The reload was returned already fired and the blade was at the distal end and not exposed. No unformed staples were found in the reload. The reload was inspected and found no damage to the cartridge or the knife blade. Additional blue sureform 60 reload #2 was received and investigation was completed. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The reload was returned already fired and the blade was at the distal end and not exposed. No unformed staples were found in the reload. The reload was inspected and found no damage to the cartridge or the knife blade. A review of the log showed no firing failures. Additional blue sureform 60 reload #3 was received and investigation was completed. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The reload was returned already fired and the blade was at the distal end and not exposed. No unformed staples were found in the reload. The reload was inspected and found no damage to the cartridge. A review of the logs showed no firing failures. An additional observation that was not reported by the site that was not related to the customer reported complaint was found. The reload was found to have mechanical indentation damage to the knife blade. The root cause of this failure was attributed to mishandling/misuse. Additional blue sureform 60 reload #4 was received and investigation was completed. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The reload was returned already fired and the blade was at the distal end and not exposed. No unformed staples were found in the reload. The reload was inspected and found no damage to the cartridge or the knife blade. A review of the logs showed no firing failures. Although the complaint reportedly occurred with a blue reload, three white sureform 60 reloads (part number 48360w-08 / lot number unknown) were also returned from the site, and failure analysis was performed on all three. White sureform 60 reload #1 was received and investigation was completed. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The reload was returned already fired and the blade was at the distal end and not exposed. No unformed staples were found in the reload. The reload was inspected and found no damage to the cartridge or the knife blade. A review of the logs shows no firing failures. An additional observation that was not reported by the site that was not related to the customer reported complaint was found. The reload was found to have cartridge damage at the proximal end. No material missing. The root cause of this failure was attributed to mishandling/misuse. White sureform 60 reload #2 was received and investigation was completed. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The reload was returned already fired and the blade was at the distal end and not exposed. No unformed staples were found in the reload. A review of the logs shows no firing failures. An additional observation that was not reported by the site that was not related to the customer reported complaint was found. The reload was found to have mechanical indentation damage to the knife blade. The root cause of this failure was attributed to mishandling/misuse. White sureform 60 reload #3 was received and investigation was completed. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The reload was returned already fired and the blade was at the distal end and not exposed. No unformed staples were found in the reload. The reload was inspected and found no damage to the cartridge or the knife blade. A review of the logs showed no firing failures.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform 60 stapler instrument or the reloads associated with this complaint. If additional information is obtained, a follow-up MDR will be submitted. A review of the site's stapler log for the sureform60 stapler instrument and reloads associated with this event of 23-jun-2021 has been performed. Logs show that sureform60 stapler instrument part number 480460-09, lot l92210309-0317 fired qty 8 reloads (5 blue followed by 3 white). All firings were completed per the logs. First 5 firings (all blue) had no pauses for compression. Last 3 firings (all white) had 1 pause for compression. There were no incomplete clamps in the procedure. Additional log review revealed that the procedure was performed on (B)(6) 2021 on system (B)(4). A review of the provided images was performed by an intuitive surgical, inc. (Isi) clinical development engineering. The following additional information was provided: the images are a bit blurry due to image quality, but appear to show a staple line with a minor amount of oozing. Due to the oozing and image quality, the presence of the lack of staples through part of the fire cannot be confirmed. This is a reportable malfunction due to the following conclusion: it was reported that during a gastric bypass da vinci-assisted surgical procedure, the sureform 60 was utilized to create the gastric pouch in the stomach. It was alleged that the staple line was incomplete with a hole in the middle of the staple line which was repaired with sutures. Although the surgeon had to repair the staple line, the staple line was repaired intra-operatively and the surgical procedure was completed successfully and no post-operative complications have been reported.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 was utilized to create the gastric pouch in the stomach. Upon firing, the staple did not comply with the tissue leading to a jagged staple line on the 1st and 2nd firing. It appeared that there may have been staples that were not properly formed as well towards the distal end of the 2nd or 3rd staple firing. The jagged lines were corrected robotically. The reload was blue and there were no errors/messages. The procedure was completed with no reported injury. On 08, and 09-jul-2021, intuitive surgical, inc. (Isi) contacted the isi clinical sales associate (csa) and obtained the following additional information regarding the reported event: the patient was a female. It was reported that during a gastric bypass surgery, the surgeon used the sureform 60 stapler instrument. The sureform 60 stapler instrument was inspected prior to use and there was no damage noted. The surgeon was using the instrument at the creation of the gastric pouch for a gastric bypass. During the 1st and 2nd firing sequence, there was no issue reported. However, the staple line seemed ¿jagged¿, and as a result the surgeon used hemostatic gel to address the mild oozing. On the third fire, while the surgeon was creating a gastric pouch, the sureform 60 stapler instrument with a blue sureform 60 reload, clamped down and fired with no issues. However, the staple line was formed only for the initial 15-20mm, and then the instrument cut with no staples embedded on the tissue. There were a few staples that were malformed and was dumped on tissue. The csa confirmed that the end of the staple line was complete. As a result of the incomplete staple line, there was a hole in the gastric pouch and it was repaired with sutures. It was also confirmed that the same sureform 60 stapler instrument was used for the remainder of the procedure (for another 7-8 staple fires) with no issues reported.